Manufacturer narrative:
An evaluation of the vaserlipo system found the ultrasound board had been mis-tuned which caused the handpiece and probe to overheat during use. The ultrasound board was replaced and the system was tested and found to function normally.

Event description:
A report from a user facility in the united states indicated that upon completion of lipoplasty procedure, the doctor observed a thermal injury when he removed the skin port from the entry on the patient lower back. The patient has pain however the doctor believes the injury will heal without further intervention.